Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. The mtm was installed onto a patient side cart fixture test platform (pftp) system where all test passed within specification. Once testing was completed the mtm was inspected but no faults could be identified. The probable root cause is due to the mtm being out of calibration and needing to be recalibrated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse replaced the right master tool manipulator due to multiple failed diagnostic test environment (dte) tests, gravitation tests, and signal range tests. System was tested and is ready for used. As of the date of this report, the mtm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the movement of master tool manipulator (mtm) on surgeon side console (ssc) #2 was non-intuitive. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, the surgeon had moved to ssc #1 to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the surgeon and obtained the following additional information: the surgeon¿s head was inside the ssc high-resolution stereo viewer (hrsv). The issue occurred while the surgeon was attempting to manipulate instruments from the ssc. The surgeon movement scaled appropriately to the instrument. The instrument moved in the intended direction. The surgeon stated that the instrument either stopped moving or did a small movement and then stopped again. The surgeon used another ssc to continue with the procedure. There was no patient injury.

Manufacturer narrative:
Annex c and d have been updated.

Event description:
Refer to h11 for follow-up information.